Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was clarified that the MDR aware date was (B)(4) 2013.

Event description:
It was reported that the patients lead was revised due to migration. It was further reported that the patients lead extension was "running in the lateral gutter at l3" and was causing an l3 radiculopathy on theleft side. This was considered new pain. An xray was done (B)(6)-2013 and lead migration was noted. The lead was repositioned/replaced. The event was considered resolved without sequelae on (B)(6)-2013. It was noted to be related to the device/therapy but not the implant procedure.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead product ID 37746, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Final device analysis of the lead revealed no anomaly.